Event description:
A report was received that following a lead revision procedure, the patient developed a hematoma (not device related). The hematoma pushed up against the paddle lead, which resulted in the patient's inability to move his left leg. The physician performed a laminectomy to relieve the pressure. In addition, the physician chose to explant the precision system. The patient is currently in rehabilitation until he is able to get full movement in his leg.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.